Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2nmvj); product type: 0200-lead; implant date (B)(6) 2022; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they think their lead had shifted and they were having incontinence problems. The patient stated they had had a pain going down their leg and they thought they had a pulled muscle in their right butt cheek. Then the symptoms started and the pain on the aggravation of the stimulation is not where it should be. The patient confirmed they had not had any falls or anything of that nature. The patient mentioned they were very active and exercise and maybe lift more than they should but they are not over 30 pounds. Patient services (pss) reviewed general guidance for patient activity. Pss suggested to try a different program and adjust the stimulation. Reviewed therapy information and general programming guidance. The patient changed programs during the call and will maintain stimulation level and will continue to track symptoms. Pss redirected the caller to their healthcare provider (hcp) to have lead /ins evaluated if the issue persists. The caller stated that they spoke to the hcp office and the next available appointment is on november 4th.